Event description:
The customer reported to beckman coulter (bec) that erroneous differential results (high eosinophils (eo) and low neutrophils (ne)) were obtained on the coulter lh 780 hematology analyzer on (B)(6) 2013, with no instrument generated flags, for a single patient. The erroneous results were auto-validated and reported out of the laboratory because no suspect or definitive messages were present. No manual differential was performed at the time the results were auto-validated. The doctor questioned the results from (B)(6) 2013 and ordered an evaluation of eosinophilic enteritis. The patient was re-drawn two days later, on (B)(6) 2013. On a redraw sample the instrument recovered lower eo and higher ne results which were consistent with manual review performed for this specimen on (B)(6) 2013 (considered correct). The original specimen, from (B)(6) 2013, was then pulled and a manual smear was also made; no eo population was identified. Per review of the instrument printouts, erroneous high eo and low ne results were confirmed for (B)(6) 2013 compared to the instrument results obtained on (B)(6) 2013 on the same instrument. Per conversation with the customer on (B)(6) 2013, there was no effect to patient treatment other than a redraw to rule out eosinophilic enteritis, as the patient was presented with abdominal pain and diarrhea. There was no death or injury reported in connection with this incident.

Manufacturer narrative:
The specimen was collected in a vacutainer, was 20 minutes old, and was tested in the automatic mode. The incident occurred on one patient sample. Controls were run before the incident and were within specifications. The analyzer is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Raw data files were requested, but were not collected at time of service. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse removed the light scatter sensor shims. This made the light scatter populations tighter and better separation. The fse optimized laser alignment and verified the instrument's performance. Failure mode was likely attributed to adjustments needed to light scatter sensor and the laser optimization.